Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that mesher gave an incomplete mesh on previously recovered cadaver donor skin.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as final submission. Investigation is completed. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twelve times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the comb and roller gear were replaced. This is not a related issue. On (B)(6) 2019, it was reported that the mesher gave an incomplete mesh on previously recovered cadaver donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on april 11, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The roller and roller gear both had visible damage. The 1.5:1 ratio cutter, serial number (B)(4)produced an incomplete sample mesh even after the collars and bearings were replaced. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete sample mesh and was deemed non-repairable as it has been the past 4 times it was returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.